Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Review of the daily measurements for the past year found that while implanted the ra impedance measurements were high (near 2000 ohms) for the entire year.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) was being explanted for normal battery depletion. During the pre-change out procedure interrogation the right atrial (ra) lead was found to have exhibited a high out of range pacing impedance measurement in the recent past. Review of the device history found intermittent out of range measurements. At the time of the interrogation the impedance measurement was in range at 1800 ohms. During the change out procedure, when the ra lead was connected to the new crt-d, the impedance measurement was in range at 1636 ohms. The threshold on the ra lead was noted to be a bit higher at 2.7 volts. However since there was no noise and the patient is zero percent atrial paced, the physician opted to keep the existing ra lead implanted with the new crt-d. No adverse patient effects were reported. At the patient's three week follow up visit the ra lead impedance measurement was 1999 ohms with the new device. It was noted that the lead had stable threshold and sensing measurements.